Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: I have now received confirmation from the doctor that it was our ethicon fibrillar that was used. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: was the woman pregnant at the time of the suspected side effects? No. Device name: fibrillar ¿ hemostatic non-woven fibril preparation at op route of administration: topical. Medication started: (B)(6) 2022. Drug treatment completed: (B)(6) 2022. Indication: local hemostat in connection with mastectomy. If suspect medication has ended, please indicate why: terminated for another reason medication changed due to. Adverse reaction?no, maintained dose. Did the side effect return on reinsertion?not re-inserted. What dose in order: first dose. Where did suspected drugs come from?medical facility. Diagnosis or symptoms of suspected adverse effects. Suspected adverse reaction: 1. Enter suspected adverse reaction, one per line only: severe redness only minutes after the insertion of fibrillar in the wound. Start date of suspected adverse reaction: (B)(6) 2022. Progress: recovered without harm. If recovered from the suspected adverse event, indicate when: (B)(6) 2022. Description of the adverse event: strong redness, typical allergic reaction locally around the breast. Was fully recovered after cortisone and antihistamine disease or condition prior to the occurrence of any suspected adverse reaction disease or condition: 1. Sickness or event recovered from previous illness: 1. Previous suspected adverse drug events: attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Please provide the following patient demographic information, if available: age, gender, weight, bmi at the time of index procedure? 2. What are the name and date of index surgical procedure? 3. What were the diagnosis and indication for the index surgical procedure? 4. Please provide any relevant patient history: patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates. 5. Was there any intraoperative concurrent use of other products? 6. What are the product code and lot number? 7. Please provide the patient symptoms manifestations (location, severity, appearance, systemic or local reaction). 8. What was the intended use of the surgicel? Was it used to address active bleeding or used prophylactically? 9. Where was the surgicel used (on what tissue)? 10. How much surgicel was used during the procedure? 11. Was the surgicel product left in place? 12. What were current symptoms following the index surgical procedure? Onset date? 13. Were cultures performed? If yes, results? 14. Has any surgical or medical intervention been performed? 15. What is physician¿s opinion as to the etiology of or contributing factors to this event? 16. Were the cortisone and antihistamine administered to the patient prescribed? 17. Was there an alleged deficiency of the surgicel that contributed to the patient¿s post-operative allergic reaction? 18. What is the users experience w/ surgicel and other hemostatic agents? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a female patient underwent a mastectomy procedure on an unknown date and absorbable hemostat was used. The route of administration was topical. The patient experienced a severe redness only minutes after the insertion of absorbable hemostat in the wound. The strong redness, typical of an allergic reaction was observed locally around the breast. The patient was fully recovered after cortisone and antihistamine were given. Additional information was requested.